Event description:
It was reported by service report tha the fowler did not raise when the handles were pulled. The fowler cannot be locked in place and hold weight. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: fowler.